Event description:
A report was received on 02 feb 2022 from the nurse of a (B)(6) male with extensive comorbidities including anemia, arteriovenous malformations, cirrhosis with ascites, anxiety, hypertension, diabetes and end stage renal disease, who stated the patient experienced shortness of breath approximately three hours into his third hemodialysis treatment with the device on (B)(6) 2021. Per the nurse, the patient was taken to the emergency department and admitted to hospital. Additional information was received on 10 feb 2022 from the nurse who provided hospital records which showed the patient was anemic (6.4g/dl) with symptoms that included back pain, nausea and vomiting, prompting the hospital admission. The patient was administered morphine (dose unspecified), a lidocaine patch, one unit of packed red blood cells, intravenous iron and bumetanide. Per the hospital record, the patient was discharged in stable condition on (B)(6) 2021 with a diagnosis of acute on chronic anemia.

Manufacturer narrative:
The patient experienced an adverse event with the same device model number on 2 additional dates. The event on (B)(6) 2021 is documented in MFR report # 3003464075-2022-00007; the event on (B)(6) 2022 is documented in MFR report # 3003464075-2022-00005. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.